Manufacturer narrative:
Retainer ring = black. Customer complained they were unable to unlock (up and down buttons may be unresponsive) and the unit was exposed to moisture on event date (B)(6) 2021. Device passed active current measurement and self test. All buttons were tested individually for their functionality and no anomalies noted. No battery alarms/alerts/anomalies noted during event date of (B)(6) 2021, however, unexpected low battery alarms on (B)(6) 2021 and (B)(6) 2021 at 17:10:00.000 and 06:16:00.000 respectively. Device received with high sleep current measurement. Swapped pcba 2 with a good pcba 2 and the current was in specification. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management tool. Constant pump error 38 alarms during rewind on (B)(6) 2021 at 12:15 pm. Multiple pump error 130 alarms and pump error 43 alarms noted in the history download on event date at 11:11:53.000 and 11:43:29.000 respectively. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test due to constant pump error 38 alarms. Pump error 53 ((B)(6) 2021 11:51:46.000 after a battery insertion. Tested with a test p-cap and the test p-cap locked in place properly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover and scratched case. Severe corrosion on pcba 1, corrosion on pcba 2, corrosion on force sensor assembly, moisture damage on lcd assembly, corrosion on battery tube and moisture damage on motor assembly. Device was confirmed for moisture damage on all electronics. Device was not confirmed for keypad unresponsive during testing, however corrosion on lcd flex tail traces noted. Low battery alerts and high sleep current measurement were confirmed in the history download and during testing respectively due to severe corrosion on the vlith power supply circuitries. Pump error 130, pump error 43 in the history download and constant pump error 38 were confirmed during testing due to jammed motor gearbox; shaft will not turn clockwise or counterclockwise. Pump error 53 due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. The customer was unable to unlock the insulin pump. The up arrow button was unresponsive. The insulin pump was exposed to moisture. Troubleshooting was performed and buttons did not respond. No harm requiring medical intervention was reported. The device will be returned for analysis.